Manufacturer narrative:
Analysis cannot be performed and root cause cannot be identified. No lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient alleges she experienced two infections of the right (od) eye while using the device. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported due to incomplete diagnosis, lack of medical information, and unknown resolution.